Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a service history review, device history review and device evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The current labeling for the homechoice/homechoice pro apd systems patient at-home guide was found to be sufficient. Based on the available information; the assignable cause for the reported issue was determined to be use error (opening the door prior to therapy ending. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check patient line alarm, the home patient (hp) stated they had gotten the door open. The technical service representative (tsr) advised the hp that they were not to open any door and would need to start over with new supplies. The hp stated they had already started over and could not do that again. The tsr assisted the hp with ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The registered nurse (rn) stated they spoke to the hp on the 15th of this month and was aware of the event. The rn did not know the cause of the alarm but stated the hp has been performing therapy successfully since the event.